Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the whitish foreign material remaining in the air/water channel and air/water cylinder was not identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use (IFU)states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.